Manufacturer narrative:
(B)(4). The sample was received for evaluation on 03/16/2011. A companion sample was received for evaluation. A visual inspection of the sample did not reveal any abnormalities. The sample was then submitted for a dimensional test and the results were satisfactory. The reported condition was not confirmed and no root cause was identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A companion sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter a y-type tur-bladder irrigation set in which "it doesn't stay connected to the foley catheter and they have to tape it." The condition occurred during use. There was no patient injury or medical intervention associated with this event. This is report 2 of 2 of the same reported problem from this facility. No additional information is available at this time.